Event description:
It was reported that the tracheostomy tube cuff pressure declined to from 20cm. Water pressure (cwp) to 10 cwp over several hours. The product was not replaced nor was there any report of patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).